Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Visual inspection identified a loose pull ring cap inside unopened pouch. The reported problem was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring was found separated from the transfer set before use. There was no patient involvement. No additional information is available.